Manufacturer narrative:
Follow-up #1: date of submission 06/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: upon pump power up, a call service alarm 069 was reproduced and was unable to be cleared post-reboot attempt. The call service alarm 069 failure was defined as a language file corruption upon the language text retrieval and was recorded in the black box data as a call service alarm 87 failure. The investigators determined that the error is resident to u39 flash chip failure. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
Follow-up #1: date of submission 05/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: upon pump power up, a call service alarm 069 was reproduced and was unable to be cleared post-reboot attempt. The call service alarm 069 failure was defined as a language file corruption upon the language text retrieval and was recorded in the black box data as a call service alarm 87 failure. The investigators determined that the error is resident to u39 flash chip failure. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.